Event description:
During a lap chole procedure, the grasper jaw broke off inside the pt. While attempting to retrieve the piece, it slipped behind the liver. Surgeon opted to leave it (piece approximate size of clips).